Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The blockage was in the tubing as insulin exits with plunger push. No further information available.